Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the power on the programmer suddenly failed and a message was printed out "emergency hardkey available - implantable device." The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the power on the programmer suddenly failed and a message was printed out "emergency hardkey available - implantable device." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer suddenly failed and generated an error message, however the issue was able to be confirmed within the error log. The software was reconfigured and reloaded. Analysis also found a loose radio frequency head connector and therefore the link electronic module board was replaced and calibrated. Product ID 2067 radio frequency programmer head. (B)(4).